Event description:
When using the smith medical saf-t holder device that is a blood transfer device to a tube. The plastic frequently breaks off. The broken piece is in the blue cap then. Lot number for this instance is 3881692. It was abundantly clear it was not because of force used, even gently screwing this on the blue port, it breaks off.